Event description:
It was reported that during routine device changeout for normal battery depletion, this right ventricular (rv) lead exhibited noise, oversensing and high pacing threshold measurements through the pacing system analyzer (psa). The oversensing did not result in pacing inhibition or asystole. The rv pacing impedance ranged from 1,400 to 1900 ohms. The threshold was 6.5 volts in unipolar. There was no capture in bipolar. It was noted that this rv lead was not evaluated prior to device changeout because the previous device was at end of life. It was noted the patient's vein was occluded, and was conducting with an atrioventricular delay of 300 milliseconds. Therefore, this lead was left in service. Subsequent information was received two years six months later, that this rv lead exhibited continued high threshold measurements, loss of capture (loc), noise and oversensing. The oversensing resulted in pacing inhibition, however, no asystole was observed as a result. An x-ray was performed and noted the lead was in the rv outflow tract. It was unknown how long the lead was in that position or if the lead had dislodged. The physician planned to explant and replace the lead on an unknown future date. This lead remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.